Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm and insulin pump display was blank. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the battery cap contacts and battery compartment or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884l will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with no blank display. However, pump received with no button response due to corroded keypad traces. Unable to perform the displacement test, sleep current test, active current test and self test due to no button response. Successfully downloaded history files and traces using thump. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Pump was cut open to perform visual inspection and found moisture damage on the keypad traces. Stuck button alarm was found in the history file/traces. Date and time of alarm 08/13/2025 11:59:19.000 to 08/13/2025 13:33:20.000 stuckkeyalarm (61). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, battery tube threads - cracked and cracked case (battery tube). Keypad/button unresponsive/button error confirmed due to corroded keypad traces. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.